Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: nephrectomy. Event description: during deployment of the specimen retrieval bag, when the user advanced the thumb ring to expand the bag, the bag detached prematurely from the support frame before full extension was achieved, requiring replacement with a new device to complete the procedure. There is no impact to the patient. Additional information provided by [name] on 14aug2025: the bag completely fell off the metal supports. The tips of the supports were not exposed inside the patient. The bag fell down the supports during bag manipulation to unroll the bag. Additional information provided by [name] on 18aug2025: when the actuator was advanced to deploy the bag, the bag detached from the support frame. Intervention: user replace with a new one. Patient status: fine.

Event description:
Procedure performed: nephrectomy. Event description: during deployment of the specimen retrieval bag, when the user advanced the thumb ring to expand the bag, the bag detached prematurely from the support frame before full extension was achieved, requiring replacement with a new device to complete the procedure. There is no impact to the patient. Additional information provided by [name] on 14aug2025: the bag completely fell off the metal supports. The tips of the supports were not exposed inside the patient. The bag fell down the supports during bag manipulation to unroll the bag. Additional information provided by [name] on 18aug2025: when the actuator was advanced to deploy the bag, the bag detached from the support frame. Intervention: user replace with a new one. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted before full deployment. This likely caused the bag to fall or partially slip off its supports. Subsequently, when distal force was applied during bag unrolling, the bag fully slipped off the supports. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.